Event description:
Procedure: lap gastric band. According to the reporter: the top white rubber ring came off and went into the pt cavity, was recovered and removed. No delay in or was reported, no blood loss tissue damage was reported. Another trocar was used and the case was continued.

Manufacturer narrative:
(B) (4). (B) (4).